Event description:
It was reported that the health care professional was concerned that full downloads from the implantable cardiac monitor (icm) were not available. The caller indicated there have been events of oversensing and undersensing and instances of missed important device data. One patient had experienced syncope and when the icm was read in the clinic, a pause episode did not present to the remote monitoring network. The network remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.